Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a total loss of ventricular capture was observed by a transtelephonic monitoring company. High lead impedance was reported at the time of explant.